Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the difficulties appear to be related to circumstances of the procedure. Hemostasis was achieved with another proglide device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to an interventional procedure. Femoral angiogram was not performed. Reportedly, a suture break occurred. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.